Manufacturer narrative:
H.6. Investigation: bd had not received samples for investigation. Samples were sent by the customer and unfortunately went missing in transit. If the samples are received at a later date the complaint will be re-opened and the investigation updated. Four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from each batch number (0146727, 9347844, 0356316, 0041620, 9336072, 0275808) from bd inventory were evaluated by functional draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of underfill based on the provided photos; however, retained sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred a total of 36 times. The following information was provided by the initial reporter. The customer stated: "qc lab manager has seen that the tubes are not drawing a total volume of 10ml. The tubes does not fill more that a total volume of max 8.5ml - 9ml.".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot umber is as follows: medical device lot #: 0146727. Medical device expiration date: 2022-05-31. Device manufacture date: 2020-05-25. Medical device lot #: 9347844. Medical device expiration date: 2021-12-31. Device manufacture date: 2019-12-13. Medical device lot #: 0356316. Medical device expiration date: 2023-01-31. Device manufacture date: 2020-12-21. Medical device lot #: 0041620. Medical device expiration date: 2022-01-31. Device manufacture date: 2020-02-10. Medical device lot #: 9336072. Medical device expiration date: 2021-12-31. Device manufacture date: 2019-12-02. Medical device lot #: 0275808. Medical device expiration date: 2022-10-31. Device manufacture date: 2020-10-01. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred a total of 36 times. The following information was provided by the initial reporter. The customer stated: "qc lab manager has seen that the tubes are not drawing a total volume of 10ml. The tubes does not fill more that a total volume of max 8.5ml - 9ml."